Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. Upon unpacking a 2.25x32mm promus element¿ plus drug-eluting stent, the distal portion of the stent's struts was lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. Upon unpacking a 2.25x32mm promus element plus drug-eluting stent, the distal portion of the stent's struts was lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. A visual and microscopic examination of the device noted stent damage. One strut in the middle of the stent was raised and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).